Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient presented experiencing multiple pause episodes. Upon interrogation, it was noted that the implantable cardiac monitor - icm exhibited undersensing. The physician attempted to reprogram the icm. Afterwards, the physician attempted to reposition the icm and undersensing continued to occur. The patient experienced no consequences.

Event description:
New information noted that programming changes were made to reduce pause episodes.